Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy procedure, on the device activation an audible "cracking" noise was heard and the device did not fire. The surgeon tried to use another reload however same issue occurred. The surgeon then used another handle and the device work without any issue. There was no patient injury.